Event description:
During surgery, the wire was broken when the surgeon applied tension to the wire. Update: 2-3 minutes surgical delay. Left side.

Manufacturer narrative:
An event regarding crack/fracture involving a dall miles cable was reported. The event was confirmed by mar. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 03 june 2019. This inspection indicated: due to the size of the individual fracture surfaces no additional visual analysis was performed. Additional analysis was performed on fracture surfaces a & b using a scanning electron microscope (sem). Sem analysis: post-fracture abrasion obscured a portion of each fracture surface. Morphologies are consistent with overload. Fracture surface shows the 7 strands of the cable, the 6 outer strands and the center strand. Each strand showed the correct lay with the center strand having a right hand lay and the 6 outer strands having a left hand lay. Dimensional & functional inspection: not performed as the device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis a material analysis has been performed. The report concluded: the dall-miles cable fractured in overload and eds showed that it was consistent with an astm f90 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: event confirmed & root cause identified: the investigation concluded that the dall-miles cable fractured in overload and eds showed that it was consistent with an astm f90 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During surgery, the wire was broken when the surgeon applied tension to the wire. Update: 2-3 minutes surgical delay. Left side.